Manufacturer narrative:
Please note that upon receiving follow up information on 29jul2016, it was noted that another case for the same patient has been created ((B)(4)). This case will be deleted from bayer´s database. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced excessive painful bleeding (seen as genital bleeding and pelvic pain female). She was submitted to a complete hysterectomy. The event was considered serious and listed in the reference safety information for essure. In this case, consumer experienced this event since essure insertion. Based on its nature, a causal relationship with suspect insert cannot be excluded. This case was upgraded to incident since surgical intervention was performed. Additionally, non-serious events were reported. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Please note that upon receiving follow up information on 29jul2016, it was noted that another case for the same patient has been created ((B)(4)). This case will be deleted from bayer´s database.

Event description:
This spontaneous case report was received on 15-apr-2014 from a consumer in the united states via the FDA, the regulatory authority in the united states (FDA case number (B)(4), received at FDA on 06-mar-2014). The report refers to the reporting female consumer of unspecified age who had essure (fallopian tube occlusion insert) implanted and experienced weight gain, easy bruising, facial hair growth, hair loss, swollen glands, ringing in the ears, high blood pressure, numbness in hands, feet and thighs, nausea, bloating, dry skin, acne, gasto issues, back pain, anemia, migraines, headaches, painful ovulation, sharp pelvic pain, long menstrual cycles, excessive painful bleeding, chronic pelvic pain, discharge, ovarian cyst and breast cyst. On FDA form reported report type was injury, outcome of events was other serious (important medical events). No information was given on consumer's history, past drugs, concomitant medication and concurrent conditions. On (B)(6) 2007, the consumer had essure (fallopian tube occlusion insert), model number ess205, lot number 623640, implanted. Consumer reported she had several problems since essure placement in 2007 (start date of events reported as (B)(6) 2007), weight gain, easy bruising, facial hair growth, hair loss, swollen glands, ringing in the ears, high blood pressure, numbness in hands, feet and thighs, nausea, bloating, dry skin, acne, gasto issues, back pain, anemia, migraines, headaches, painful ovulation, sharp pelvic pain, long menstrual cycles, excessive painful bleeding, chronic pelvic pain, discharge, ovarian cyst and breast cyst. Each time she went to the doctor she was just put back on birth control to manage the symptoms, but not accurately taken care of the problem. No further details were reported. Reporter did not assess device-event relationship. Follow-up information was received on 24-jul-2014. No new clinical information was provided. Follow up information received on 28-oct-2015 and result and assessment of the product technical complaint investigation received on 18-nov-2015: case is now considered incident. This case has been identified during monitoring of postings an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting which took place in sep-2015 (FDA-2014-n-0736-2241). In 2007, after her son was born, she decided to have the essure birth control placed. At that time, she decided two and healthy children were enough. She started developing health problems almost immediately, such as: hair loss, sever pelvic pain, menorrhagia, anemia, headaches, migraines, memory problems, joint pain, back pain, mood swings, discharge, random sever sharp like stabbing pain over ovaries, dental problems (decalcification of teeth) and elevated copper levels. After years of problems, she did laboratory work and ultrasounds and was told the cause of these problems were due to the essure birth control. In jul-2014, she was submitted to a complete hysterectomy. A year post operation most of her symptoms resolved themselves. This adverse event report is related to a product technical complaint (ptc). (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced excessive painful bleeding (seen as genital bleeding and pelvic pain female). She was submitted to a complete hysterectomy. The event was considered serious and listed in the reference safety information for essure. In this case, consumer experienced this event since essure insertion. Based on its nature, a causal relationship with suspect insert cannot be excluded. This case was upgraded to incident since surgical intervention was performed. Additionally, non-serious events were reported. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect.

Manufacturer narrative:
(B)(4).